Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdr impact code f2301 captures the used of rat tooth forceps to remove the broken guide catheter.

Event description:
It was reported to boston scientific corporation that an advanix stent with the naviflex rx delivery system was used to treat a tight hilar stricture of the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement, performed on (B)(6) 2024. During the procedure, a 10fr center-bend advanix stent was positioned in the bile duct. The assistant deployed the stent by pulling on the blue handle. Once the handle reached its maximum point, they noticed that the inner guide catheter had detached from the delivery system and remained inside the stent. A rat-tooth forceps was used to remove the inner guide catheter from the stent. The stent placement was maintained, and the procedure was successfully completed the original device. There were no patient complications associated with this event.

Event description:
It was reported to boston scientific corporation that an advanix stent with the naviflex rx delivery system was used to treat a hilar tight stricture of the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement, performed on (B)(6) 2024. During the procedure, a 10fr center-bend advanix stent was positioned in the bile duct. The assistant deployed the stent by pulling on the blue handle. Once the handle reached its maximum point, they noticed that the inner guide catheter had detached from the delivery system and remained inside the stent. A rat-tooth forceps was used to remove the inner guide catheter from the stent. The stent placement was maintained, and the procedure was successfully completed using the original device. There were no patient complications associated with this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdr impact code f2301 captures the used of rat tooth forceps to remove the broken guide catheter. Block h11: an advanix- naviflex rx delivery system was returned for analysis. Visual inspection found that the guide catheter was kinked, damaged, and detached from the delivery system and the pull wire was also found broken. No other problems were noted in the delivery system. Product analysis confirmed the reported event of guide catheter break, and the investigation concluded that this event and the additional investigation findings of kinked guide catheter and pull wire break and were most likely due to procedural factors as lesion characteristics, handling of the device, the technique used by the physician, which could have resulted in the damage noted to the device. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.